Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was intermittently unresponsive as well as the wake button not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer's blood glucose was between 100 and 200 mg/dl. Customer declined further troubleshooting with tandem technical support and continued to use pump for insulin therapy.